Event description:
Patient returning from procedure. Respiratory therapist bagging intubated patient with 2l anesthesia ambu bag. Suddenly, bag deflated and noted a tear in bag. Bag attached to 3l on 02 tank with peep 10. Noted not to be hyper-inflated and with generous play of air to bag.